Event description:
It was reported during an ablation procedure, a char was noticed. The power generator setting was 30w and in temperature control mode and the flow rate was 15ml/min.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported during an ablation procedure, a char was noticed. The power generator setting was 30w and in temperature control mode and the flow rate was 15ml/min. The returned device was visually inspected upon receipt and char was found on the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint on regards the char has been verified. However, catheter met manufacturing specifications.